Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the tubing leaked from either behind the channel door or above it while infusing hal to a patient. The tubing and fluid was changed with no further issues. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a set leaking was confirmed. Visual inspection of the set showed that the silicone segment had a 0.0326 inch long tear near the upper fitment. Examination under magnification showed no crush marks to the upper fitment. Functional and pressure testing resulted in a leak from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The root cause of the tear was not determined.

Event description:
The customer reported the tubing leaked from either behind the channel door or above it while infusing hal to a patient. The tubing and fluid were changed with no further issues. There was no patient harm.